Event description:
The customer complained about air in the ventricle, the drainage was blocked (unaltered dilatation of the ventricles), possibly a hole in the system.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.